Manufacturer narrative:
(B)(4). Title: permacol collagen paste injection for treatment of complex cryptoglandular anal fistulas: an observational cohort study with a 2-year follow-up. Source: surgical innovation 2019, vol. 26(2) 168¿ 179. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
According to the study, postoperatively, the collagen paste was used to treat complex cryptoglandular fistulas in 46 patients, comprising of 25 men and 21 women. Out of 46 patients, 20 patients had previously undergone failed fistula surgery experienced anal fistula-related symptoms, two patients had paste extrusion, two patients had anal abscesses underwent a reoperation and 19 patients with a recurrent fistula after failed collagen paste injection required additional operative procedures such as, rectal advancement flaprepair (14), mucosal advancement flap repair (3) and ligation of the inter sphincteric fistula tract (2). At the two-year follow-up, the fistula had healed in 23 of 46 patients. The study showed that the injection of collagen paste into a fistula tract was successful in only 50 percent of patients with complex anal fistulas.